Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis and high blood glucose on (B)(6) 2014, likely due to the bent infusion set cannula that was found. The blood glucose reading was about 350 mg/dl. The customer stated that she felt as though she was having a heart attack and had indigestion. She advised that the cause of her bent infusion set cannula was because the serter did not work correctly. She also reported that the insulin pump alarmed no delivery recently during a bolus attempt. She did not know the blood glucose reading and advised that the alarm was resolved by a complete infusion set, reservoir and insulin change. She declined to return the supplies for analysis. Advised replacement of the infusion sets. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.